Event description:
It was reported to philips that the system would not start properly. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went on-site and confirmed that the software could not be accessed after the system was turned on. The system logfile was checked and found the gsc communication timeout. Upon troubleshooting, the fse confirmed that the power distribution unit (pdu) software indicator was red, indicating that software was not detected. To resolve the reported issue, the fse reinstalled the pdu software, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.